Manufacturer narrative:
The unit was received dirty and was tested as received. The unit passed all accuracy tests; however it failed the chassis continuity test. The complaints could not be duplicated. The unit was released to repair, where tightening a loose screw resolved the continuity failure.

Event description:
Rptr stated that caller from facility reported an overdelivery of solution from source container(s) into the final container. This was based on 3 final containers weighing more than expected. One bag weighed 1539 grams instead of the expected 1491 g, an error of 3.2%, which is within the MFR's specifications of +/-5%. The errors reported for the other two bags were 3.4% and 5.1%. The user also noticed when a test bag was prepared and weighed, the load cell drifted downward. At this point, the unit was taken out of service and replaced by the backup unit. Weighing each final container is part of the facility's protocol. When a new transfer set is installed, the tubing is not prestretched, but rotors are not turned. The rptr instructed the caller in the importance of turning rotors. The unit was returned to the MFR for evaluation. No pt involvement.